Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a vps console which appeared typical. A functional evaluation was performed by powering the device on and leaving it on for several hours. No smoking or unusual smell was observed. The unit was opened and a component (chip) appears to have overheated. Smoke residue was evident. A review of manufacturing records did not yield any relevant findings. However the probable cause is manufacturing (supplier) related. Further investigation has been initiated with the supplier of component's subassembly. Additional information: the product serial number has been added.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the console was turned on, it gave off a smoke/burning smell. Customer did state that the console was not hot when felt and he did not see fire. As a result, another console was used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.